Manufacturer narrative:
The reported issue that there were defective keypads on the doors of the 8100 modules could not be confirmed for this file; no product or device logs were returned for investigation. The file was opened to document the issue that was reported. No further investigation of this event is possible at this time. The alaris pump module is typically used for treatment. The file may be closed based on the above facts. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. The customer stated that there was no patient involvement.

Event description:
It was reported that there were defective keypads on the doors of the 8100 modules. There was no patient harm, nor medical or surgical intervention required as a result of the issue. There was no delay that significantly impacted patient outcomes. There is no patient involvement.